Manufacturer narrative:
Expiration date unk. Claim # (B)(4).

Event description:
Received a report where the surgeon implanted an implantable collamer lens. The lens was reported as having elevated vault and the patient experienced elevated intraocular pressure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.